Manufacturer narrative:
The medical center has not returned the impella pump product or any additional clinical details or imaging. The root cause is not yet determined for the cva. Upon completion of the investigation, a final report will be forthcoming. The failure mode will be monitored and trended.

Event description:
The medical center had placed an impella 5.5 for support while awaiting heart transplant. During the support after approximately 10 days there were signs of a stroke (cva). The patient had aphasia, blurred vision, and limb weakness. The team removed the patient from transplant list due to the cva and performed thrombectomy in interventional radiology. The patient has survived the event and the patient is awaiting re-eval for the transplant list.

Manufacturer narrative:
Since the original report was filed the investigation has concluded. Only data logs were returned for investigation. The root cause of the cva could not be determined without more clinical details and imaging. There is no evidence to confirm that the stroke was due to impella as imaging was not provided and no biomaterial interactions can be confirmed in the data logs. Of note in the IFU is the following statement regarding cva: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿